Event description:
It was reported that a patient presented remotely. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited an incorrect measurement, functional under-sensing and output rate issue. Corrective programming changes were made. The patient was stable throughout.